Manufacturer narrative:
E.1.initial reporter state: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had frozen, and the user had been unable to dial in. The technical support specialist (tss) dialed into the station and found it was in critical override and no longer on a bluescreen. The tss dialed into the server and station was set to critical override until local time. The tss verified and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction, causing the station to freeze and obstructing the user from accessing the station. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.